Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and did not identify any issues that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set could not be connected to the titanium adaptor during peritoneal dialysis therapy. The connecting components kept turning without getting properly engaged. The titanium adapter was still in use after the event with no issues. There was no patient injury or medical intervention reported. No additional information is available.